Event description:
It was reported that the user experienced hyperglycemia with a glucometer reading ¿high¿ and subsequent fingersticks of 568, 585, and 525 after a recent set and cartridge change, while using an ilet system with a 23-inch teflon infusion set; the user had consumed unannounced carbohydrate-containing foods and administered two manual humalog injections of uncertain dose followed by 10 units, and the ilet was paused then later reconnected per guidance. Symptoms included hyperglycemia and user-reported small ketones. Outcomes included continued home monitoring with downward glucose trend and no hospitalization. Investigation included remote review of bionic reports, user-guided troubleshooting of infusion set integrity, counseling to check ketones, hydrate, and wait two hours post-injection before reconnecting, and documentation of alert 600. Investigation of this case revealed no evidence of device malfunction or infusion set failure and identified unannounced meals and concurrent manual insulin dosing while on automated therapy as likely contributors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related factors and cause unclear for the hyperglycemic event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.